Event description:
The customer alleged they received questionable free thyroxine (ft4) results for five patients on their e411 analyzer. The physician questioned the initial results reported outside the laboratory. The customer then noticed the quality control values were too high. The customer tried calibrating, but it failed. The customer put a new reagent pack on board the analyzer, performed another calibration, and repeated the patient samples. The first patient's initial ft4 result was 2.4 ng/dl. The repeat result was 1.0 ng/dl. The second patient's initial ft4 result was 2.0 ng/dl. The repeat result was 0.8 ng/dl. The third patient's initial ft4 result was 2.8 ng/dl. The repeat result was 1.2 ng/dl. The fourth patient's initial ft4 result was 2.3 ng/dl. The repeat result was 1.0 ng/dl. The fifth patient's initial ft4 result was 2.5 ng/dl. The repeat result was 1.4 ng/dl. No adverse events occurred. The ft4 reagent lot number was 172999 and the expiration date provided was (B)(6) 2014. The definitive root cause could not be determined with the information provided. Additional information was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).